Manufacturer narrative:
D9: date returned to mfg.: 5/22/2024. H3 and h6. Evaluation codes: updated. One device was received. Per visual testing, found housing starting to crack. Per functional testing, no problems found. The event history log (ehl) was downloaded and inspected - found a singular instance of "air-in-line" alarm. Couldn't replicate customer's reported issue. The most probable cause for this problem would be that the tubing was inserted incorrectly, as there was only a singular instance of air-in-line alarms found in ehl. Preventive service, secondary repairs and functional testing performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
While performing a review of complaint file cn-(B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 3012307300-2024-03642 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump's alarm was triggered due to air in line. There was no patient involvement.